Event description:
It was reported that the right ventricular (rv) lead became dislodged following the initial implant procedure. Failure to capture, r-wave amplitude variation, and a drop in impedance were noted on the rv lead. On (B)(6) 2025, an x-ray was performed, and the dislodgement was confirmed. The physician elected to reposition the rv lead, however, the lead became become momentarily stuck on the tricuspid apparatus, so a new lead was implanted. After the new lead was implanted, the rv lead was released and successfully explanted. The patient condition was stable.